Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that, during procedure the surgeon noted that one trocar was not anti-return/ the work of the valve didn't exist. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Thank you for providing feedback regarding our product. In regard to this complaint, one cannula with closure valve was received for investigation. Visual inspection revealed no anomalies. The valve was in pristine shape. Physical testing showed that the closure valve met its maximum water leakage specification of 0.4 ml/min at 40 mmhg. In fact, the valve did not even show signs of leakage up to 400 mmhg pressure. Based on the investigation performed, the reported failure could not be confirmed for the returned product. Based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required as the complaint could not be reproduced on the actual product.based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required. The analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Event description:
It has been reported that, during procedure the surgeon noted that one trocar was not anti-return/ the work of the valve didn't exist. No report that actual patient harm occurred or surgery was prolonged > 30 min.